Event description:
It was alleged that when unloading the power load, the crew member did not realize the power load was in manual mode and was not ready to accept the weight of the devices. The crew member was able to catch the devices from falling; however, this event did result in the medic receiving a strain. As a precautionary measure the crew member was checked into a hospital however no tears or damage were identified and the medic was placed on light duty.